Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2011 to report high blood glucose (bg) readings. The patient claimed she began to obtain high bg readings in the 300-400 mg/dl range beginning on (B)(6) 2011. The patient reported developing symptoms of polydipsia and testing positive for large ketones. The patient denied developing symptoms of chest pain, shortness of breath, nausea or vomiting. Prior to contacting animas, the patient reported her bg was 380 mg/dl. The patient claimed she took 3 units of insulin (from a new vial) and 45 minutes later her bg was down to 353 mg/dl. At the time of troubleshooting, the patient informed animas customer support that she has changed site 7 times and cartridge 4 times since she began to obtain the high bgs. During review of the subject pump, the patient confirmed all pump settings, including date/time were correct. It was noted that basal and bolus histories were correct and that the patient administers bolus per ezbg recommended amount. Customer support noted that the patient inserts infusion set correctly. The patient denied any visible bubbles in tubing. At the time of the call, the patient was able to perform an air bolus without difficulty. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: review of the black box revealed information recorded from (B)(4) 2013. The black box and history for the event on (B)(6) 2011 have been overwritten due to continuous use of the pump and are no longer available for review. Review of the available black box and alarm history showed no errors or alarms related to the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues.